Event description:
A malfunction on the pump was reported after it hit a surface while being worn. The customer's blood glucose level exceeded the desired limit, displaying as "high," but no specific value was provided. The customer administered a correction injection via multiple daily injections (mdi) without third-party assistance. Technical support provided guidance on resetting the pump, resolving the issue as the malfunction code did not recur, and the customer was informed to call back if the issue happens again.